Manufacturer narrative:
The investigation of the returned coil system found the pusher returned with no implant attached, and the lead wire to be separated from the core wire at the middle section of the pusher. The implant was not returned for evaluation. The investigation of the pusher found the monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that the coil self detached (further details to follow). The patient is fine and well.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the physician was coiling a small ruptured paraopthalmic aneurysm, when the second coil prematurely detached, due to the microcatheter being pushed out of the aneurysm. The coil, being so small migrated into the mca bifurcation, where it caused thrombosis of both the m2 branches. Successful thrombectomy was carried out and the coil was recaptured by a stentriever. Patient is fine and well with no reported injury. No subsequent infarct on the follow up MRI and CT.